Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during da vinci-assisted low anterior resection surgical procedure, site contacted technical support engineer (tse) to report an error-m-11 on generator. Error m-11 and other generator errors were observed in logs. Tse advised to power cycle the generator if error persists. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) received the associated da vinci product to perform failure analysis. The generator unit was analyzed; however, failure analysis could not replicate the customer-reported complaint during in-house testing. The issue was, however, confirmed through system logs, which reported an m-11 internal timeout, indicating the error occurred in the field. Visual inspection revealed that the power switch knob was sticking, causing the unit to shut down intermittently. When tested on a system, the unit successfully energized all ports and instruments during cauterization. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause of customer reported issue is attributed to a faulty power switch knob on the generator.

Event description:
Refer to h11 for follow-up information.